Event description:
A customer reported obtaining unexpected positive reactivity while performing antigen typings on galileo echo m01291.

Manufacturer narrative:
A review of the image result files showed that small chunky agglutination was present in the well and appeared visually positive; the echo reported the result as 1+. There was a volume lower than expected during testing for the anti-e reagent. We were unable to rule out probe involvement since the probe was replaced on (B)(6) due to board 3 errors. There were no additional segments available to repeat testing on the echo.